Manufacturer narrative:
Conclusion: the actual needle broken at the point, missing its point was returned for evaluation. The device was visually evaluated. Upon evaluation, it was noted that the point of the needle was cut off during the manufacturing process.

Event description:
It was reported that a patient underwent a surgical procedure for pharyngeal cancer on (B)(6) 2014 and suture was used. During the procedure, it was noted that the tip of the needle was missing. It was unknown whether the tip of the needle was not attached to the needle in the first place or if the needle broke at the tip during use. It is unknown if the broken piece fell into the patient¿s body, however, if it did, it could possibly have been retained. There was no information provided as to if the body was searched for a broken tip or if x-rays were performed to locate the possible broken piece. The procedure was completed successfully. Additional information has been requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.